Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass. Also, missing segment/partial display. Unable to perform the displacement and self test due to complete damaged to the lcd glass. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and old scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.